Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), left ventricular dilation and mitral annular dilation for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed and implanted. Directly after deployment, it was visualized through fluoroscopy that the clip had opened approximately 20 degrees. A second mitraclip xt was implanted lateral to the mitraclip xtw for stabilization and to further reduce the mr. The clip was implanted successfully and the procedure was discontinued. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), left ventricular dilation and mitral annular dilation for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed and implanted. Directly after deployment, it was visualized through fluoroscopy that the clip had opened approximately 20 degrees. A second mitraclip xt was implanted lateral to the mitraclip xtw for stabilization and to further reduce the mr. The clip was implanted successfully and the procedure was discontinued. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.